Event description:
It was reported to philips that the device failed opcheck for the ECG cable and had an ECG bias error in the status log. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.